Event description:
It was reported that the patient was experiencing difficulty charging the ipg. Inadequate pain relief was also noted. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted device components will not be returned per hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred over a year ago based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16869766/17589989. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: na, batch: 17810656.